Event description:
A nurse reported that an intraocular lens (iol) was removed during the initial surgery due to the haptic being positioned in front of the iris after insertion. The nurse reported that the surgeon elected to remove the iol to reduce the risk of trauma secondary to manipulation. The pt will return on a different date to have an iol implanted. In a follow up, the nurse reported the issue was not a quality related issue with the iol, but more how the iol was loaded and/or delivered that resulted in the haptic being positioned in front of the iris. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Optic was torn/split/cracked (possibly cut) from the edge toward the center. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/25/2009 by fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 03/25/2009.